Event description:
It was reported that the patient was hospitalized due to a potential pod or continuous glucose monitor issue. Multiple good-faith attempts were made to obtain additional information; however, the patient could not be reached. As a result, details regarding the reason for hospitalization, length of stay, blood glucose levels, reported symptoms, and medical treatment provided during admission are unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.